Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) follow-up over-the-phone with the customer to determine whether the g8 instrument was sitting on the waste tubing and causing low total area. The customer confirmed that the g8 instrument was slid closer to the edge of the counter, pinching the waste line tubing. The customer stated that the waste line was now draining properly and that total area on whole blood specimens was within acceptable range. A 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number 14736906, from 06-nov-2016 through 06-dec-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states: total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. The most probable cause of the reported issue was due to a pinched waste line tubing.

Event description:
On (B)(6) 2017 a customer reported low total area on whole blood specimens with the g8 instrument. The customer stated that total area on quality controls was within acceptable range. The customer requested service in order to address the reported issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.